Event description:
This was a CABG case. Upon firing the cutter of the pas-port device, the physician noticed an excess of bleeding and described the size of the hole on the aorta as about the size of an index and middle finger width. The hole was circular. Physician closed the hole and hand sewed the graft in a different location. The physician noted that there was nothing very peculiar about the particular anatomy of the patient.